Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used during an insertion of mid-urethral sling procedure performed on (B)(6) 2021 for the treatment of stress urinary incontinence. During the first pass, the device was advanced through the retropubic space but the sling was unable to deploy using the deployment mechanism. The sheath was then manually pushed/slid forward and upon removing the device, the needle was noticed to be bent. The procedure was completed with using a needle from a new advantage fit blue system device for the second pass. The patient was expected to fully recover.